Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in an adult female patient who had essure (batch no. 627466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection. Concomitant products included oral contraceptive nos. In 2008, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines / headaches"). In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea") and constipation ("gastrointestinal or digestive system condition type: constipation/occasional constipation"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), urinary tract infection ("uti") and headache ("headaches"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), ibuprofen, oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia and fatigue had resolved and the urinary tract infection and constipation had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: both tubes are occluded. X-ray - in (B)(6) 2009: everything was in place. Most recent follow-up information incorporated above includes: on 15-dec-2020: mr received: reporter, lot number and lab test added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in an adult female patient who had essure (batch no. 627466-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection. Concomitant products included oral contraceptive nos. In 2008, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines / headaches"). In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea") and constipation ("gastrointestinal or digestive system condition type: constipation/occasional constipation"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), urinary tract infection ("uti") and headache ("headaches"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), ibuprofen, oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia and fatigue had resolved and the urinary tract infection and constipation had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: both tubes are occluded. X-ray - in (B)(6) 2009: everything was in place.. The lot number reported (627466) is not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in an adult female patient who had essure (batch no. 627466-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection. Concomitant products included oral contraceptive nos. In 2008, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines / headaches"). In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea") and constipation ("gastrointestinal or digestive system condition type: constipation/occasional constipation"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), urinary tract infection ("uti") and headache ("headaches"). The patient was treated with acetylsalicylic acid; caffeine; paracetamol (excedrin migraine), ibuprofen, oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia and fatigue had resolved and the urinary tract infection and constipation had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: both tubes are occluded. X-ray - in (B)(6) 2009: everything was in place. The lot number reported (627466) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection. Concomitant products included oral contraceptive nos. In 2008, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines / headaches"). In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea") and constipation ("gastrointestinal or digestive system condition type: constipation/occasional constipation"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), urinary tract infection ("uti") and headache ("headaches"). The patient was treated with acetylsalicylic acid;caffeine; paracetamol (excedrin migraine), ibuprofen, oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia and fatigue had resolved and the urinary tract infection and constipation had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray in (B)(6) 2009: everything was in place. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Events- psychological or psychiatric problems condition: depression, anxiety, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: constipation/occasional constipation were added. Reporters information updated. Medical history, lab data, treatment and concomitant medications were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.